Manufacturer narrative:
Lot numbers with corresponding UDI numbers: v.a.c.® granufoam¿ dressing lot number 2989781; (B)(4). Activ.a.c.¿ canister lot number 51019422; (B)(4). V.a.c. Whitefoam¿ dressing lot number wf16028/1.s; UDI number: na. Based on information provided, it cannot be determined that the alleged increased wound depth is related to activ.a.c.¿ therapy system. It is unknown if medical or surgical intervention was required. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to the family member reporting that she feels the wound is not progressing like it should due to different nurses performing the dressing changes differently. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On mar 31 2017, the following information was reported to kci by the family member: the family member stated there as was a stall in the patient's therapy after nurses were using different dressing application techniques. The family member then alleged the "wound has gotten deeper." On mar 31 2017, the following information was reported to kci global safety representative by the family member: the family member stated she feels the wound is not progressing like it should due to different nurses performing the dressing changes differently. The family member confirmed there is no allegation that v.a.c. Therapy caused or contributed to the event. No additional information is available. A device history review of v.a.c.® granufoam¿ dressing lot number 2989781 that all end release testing of product and packaging met specifications. A device evaluation of the activ.a.c.¿ therapy system, and device history reviews of activ.a.c.¿ canister lot number 51019422 and v.a.c. Whitefoam¿ dressing lot number wf16028/1.s are currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device and dressing, it cannot be determined that the alleged increased wound depth is related to activ.a.c.¿ therapy system. This report is being filed due to possible use error.

Event description:
On jan 25 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On jan 26 2017, the device was placed with the patient. On apr 27 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. A device history review of v.a.c. Whitefoam¿ dressing lot number wf16028/1.s determined that all end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on the additional information obtained regarding the canister, kci's assessment remains the same; it cannot be determined that the alleged increased wound depth is related to activ.a.c.¿ therapy system.

Event description:
A device history review of activ.a.c.¿ canister lot number 51019422 determined that all end release testing of product and packaging met specifications.